Event description:
Dexcom g6 sensor inaccuracy: 9:21am g6 reading 79, finger stick reading is 110. That is an ard of 28.2%! This sensor is failing and only on the 8th day. Dexcom does not follow up on product support requests, instead lies and closes them as soon as they are submitted. Dexcom refuses to replace sensors which do not last the full 10 days. This company is responsible for diabetic deaths and needs to be held accountable. Activated on (B)(6) 2026. Dexcom g6 sensor inaccuracy: 7:26pm g6 reading 80, finger stick reading is 124. That is an now an ard of 35.5% (last report a few minutes ago was 25%)! Imagine if I covered for this false low?! (Profanity) people are dying because of this (profanity). Dexcom does not follow up on product support requests but instead immediately closes them (literally as soon as I hit submit I get an automated email). Dexcom refuses to replace sensors which do not last the full 10 days (currently day 8 and have had 3 near death experiences today because of faulty/inaccurate readings (dexcom states to keep wearing this sensor as it is "working as intended"). Dexcom g6 sensor inaccuracy (3rd report within 15 minutes!): 7:34pm g6 reading 59, finger stick reading is 120. That is an ard of 50.8%! This is just absurd and I will be changing this sensor very shortly. Dexcom does not follow up on product support requests and refuses to replace faulty sensors. Dexcom g6 sensor inaccuracy: 8:57am g6 reading 83, finger stick reading is 114. That is a (profanity) ard of 27.2% and a dangerous near-death experience. Dexcom does not follow up on product support requests and refuses to replace this sensor. Am I going to die with this sensor on? Dexcom g6 sensor inaccuracy: 9:05am g6 reading 54, finger stick reading is 84. That is an ard of 35.7%. Dexcom does not follow up on product support requests and refuses to replace this sensor. Dexcom g6 sensor inaccuracy: 9:10am g6 reading 47, finger stick reading is 84 that is an ard of 44%. Dexcom refuses to replace this sensor. Sensor error > 3 hours - replaced sensor / also repeated >60 mard readings / failed calibrations dexcom refuses to replace this sensor and did not follow up on product support.